Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, customer was able to load a cartridge using the guide tracks. Customer's blood glucose level was 208 mg/dl.